Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the reported event could not be determined. The hm3 IFU bleeding as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. The IFU also provides information regarding anticoagulation, including recommended inr values. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing (B)(6) trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device - 1 year, 2 months, the patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that patient had labs drawn and was noted to have a hemoglobin of 7.2 and an inr of 1.8 subject came to emergency department to have a blood transfusion. Patient stated that they had recent increased shortness of breath worse with exertion and experienced light headedness with ambulating. Patient had lower extremities became a bit swollen than usual, and denies any blood stool or melena. The patient received 2 units prbcs and was admitted from emergency department ongoing observation. It was reported that the patient was admitted on (B)(6) 2019 and was stable, discharged home on (B)(6) 2018. No further information was provided.